Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported the patient was very difficult to follow and they were all over the place. Agent tired to clarify and understand what the patient was trying to say. The reasons for the call was the patient is having some problems on and off. It has been 6-8 weeks since they adjusted their stimulator. They rarely have to make adjustments. The last two weeks have been steadily giving them problems. Last week they had to use catheters real frequent because they were only urinating a little bit. Over the weekend and yesterday it kind of got out of control. Yesterday had to use a catheter every time because they were not able to go on their own. They could tell their stomach was flat. When they have gi issues it usually blows up. They thought it was the problem with their gi. Patient has to eat gluten free food. If gi issues come on they have to take extra medicine. They usually can balance thin gs out no problem. They make sure to drink water and gatorade to make sure gi is ok. Patient mentioned talking to someone they think a month ago. They said someone had called to check on them and asked if they were having problems. The person who called had them go lower and that didn't work, so they put it back on what they had it at. Patient said they have not had a lot of luck the last few months on a lower program. They have changed the program number before. They always had it on a higher number program. They said the program always stayed the same. They thought on program 5 or 6. This time their bladder is painful. The pain is on and off but it is not over the stimulator. The pain is in the front where the bladder is. They think the pain is because they can't urinate. Caller said since using the bladder stimulator they never had to use a catheter to go. They think they are in pain because they need to urinate and they can't go on their own without using a catheter. Patient mentioned having a procedure and had to turn the therapy off, but they were not sure what settings they were on. On the call the patient wanted to change the program. Helped the patient change programs and increase to a comfortable level. Patient is going to monitor symptoms. Instructed patient to follow up with hcp. Sent email to field rep to call patient.